Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/23/2020. A manufacturing record evaluation was performed for the finished device pck872 batch number, and no non-conformances were identified. H3 investigation summary: upon visual inspection of the pictures, two winding formers without a needle/suture combination could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. H3 investigation summary: it was received for analysis two opened boxes with eleven and thirteen unopened samples and seven unopened samples of product code w9780, lot pck872. The complaint sample was not returned for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown excision procedure on (B)(6) 2019 and suture was used. The suture strand detached form the swage of needle during use. There were no adverse patient consequences reported.